Manufacturer narrative:
(B) (4)

Event description:
According to the reporter: procedure: lap fundoplication. A plastic part from the device fell in the trocar and was removed without complication to surgery.